Event description:
It was reported that this right atrial (ra) lead exhibited pacing impedance high out of range. The lead also presented failure to capture. No noise was seen. Technical services (ts) was consulted and suggested lead replacement. The lead remains in service. No adverse patient effects were reported.